Event description:
This was a procedure to clear a cto from an sfa and the final effort to open the occlusion in order to heal a sore on the patient's foot and relieve rest pain. The patient had an amputation on the other leg and wanted to avoid surgery again. Using the 2.0 turbo elite otw and the step-by-step technique to advance through the cto, it appeared they were on the right path through the lumen, however on subsequent angio, it was realized that they had exited the vessel and extravasation of dye into the leg was seen. Interventions to treat the vessel were done, including ballooning of the vessel and draining blood from the thigh twice. Patient recovered in the hospital post-procedure.